Event description:
It was reported that a customer experienced an issue with their pump, where it occasionally failed to register the correct amount of insulin in a new cartridge, sometimes displaying 60 units instead of the intended 240 units. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding any corrective actions taken by the customer or technical support.